Manufacturer narrative:
(B)(4). Batch number: n5735c. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. Did the device staple and was the staple line complete? If the device stapled, what was the appearance of the deployed staples (b-formation, malformed, unformed, legs straight)? Was the device removed from the vessel? If so, how was the device removed from the vessel? Did the jaws eventually open? What procedure was being performed?

Event description:
It was reported that the echelon 45 stapling device locked after cutting vessel and would not let off of the tissue and open.

Manufacturer narrative:
(B)(4). Batch number: n5735c. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2018.